Event description:
An eye care professional reported a case of non-infectious keratitis with two ulcers/infiltrates described as small in the right eye of a pt associated with wear of focus night & day lenses. The report states the pt experienced mild pain & scarring is expected. One infiltrate was centrally located in area (cclru scale), the other one in area 2, somewhere from 8 to 10 o'clock. Referred pt to local hosp for treatment. No further info is available at this time.